Manufacturer narrative:
The pump was not returned to manufacturer for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against the driveline hvad pump ((B)(4)); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined. Clinical factors that may have contributed to this event include the patient's pre-existing history of smoking and diabetes and related comorbidities. In addition, it appears that the patient may have been sensitive to the use of the tegaderm that was initially used as dressing material for this patient. There are possible patient and procedural factors that may have contributed to this event. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, there are patient and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a known potential events that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, duration of time on vad support and his recent history of recurrent polymicrobial infections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical database that during the patient's initial hospitalization for his hvad implantation, he developed irritation and redness under and around the tegaderm patch on his peripherally-inserted central catheter (PICC) and around his driveline exit site. The patient was treated with the discontinuation of tegaderm for this patient's dressings. An infectious disease consultant noted that the event was consistent with allergic contact dermatitis with no indication for antimicrobial therapy. After discharge on (B)(6) 2014, the patient's PICC line site was noted to be mildly erythematous and improving with hydrocortisone cream. The driveline exit site was reported to be in good condition but erythematous around the area where the skin had been in contact with the tegaderm. On (B)(6) 2014, an area of excoriation was noted around the driveline exit site. At that time an infectious disease consultant stated that the event remained consistent with allergic contact dermatitis and highly suspicious for chlorhexidine reaction and possible candida. The patient was started on topical nystatin ointment and the discontinuation of the biopatch with subsequent improvement in the area when the patient was seen on (B)(6) 2014. However on (B)(6) 2014, the area was noted to have increased erythema with a small amount of yellow discharge exuding from the site when pressure was applied to it. The patient was treated with triamcinolone cream oral dioxyline to cover for the cellulitis. A culture of the site revealed no growth after three days. The event was reported to have been resolved on (B)(6) 2014 when the patient's site was noted to be clean and dry. The primary investigator reported that the event was related to the use of tegaderm/biopatch for the dressing site and unrelated to the hvad system, the procedure or the patient's condition.